Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low, out of range shock impedance measurement. The patient's health care professional (hcp) called boston scientific technical services (ts) to discuss. Ts discussed that the actual measurement recorded was a zero. Ts discussed possible causes and trouble-shooting measures. The hcp indicated that the patient will perform remote monitoring interrogations over the coming weeks to evaluate the shock lead impedance measurements. A request for additional information has been made. There were no adverse patient effects reported.

Event description:
Subsequent information indicated that the patient was seen for a device check, no additional events were recorded. The patient will continue to be monitored via the patient's remote home monitoring system. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As of today, additional information has not been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4).